Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90q0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32hwr); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported they noticed about a month ago, their communicator was not working, no lights came on it at all despite trying several other cords/outlets and leaving it plugged in so it could become charged. The patient inspected it during the call and said there was no damage to the port. The issue was not resolved through troubleshooting. Offered to replace and sent request to repair to replace the device. During the call the patient said: ever since getting the device, it had never helped their symptoms. Patient said they fired their doctor because the doctor talked them into getting the device and it didn't work and the doctor had moved the wires twice on it. The patient said it was turned on, they found out it was on when they had a test to see what was going on with their bladder but now they cannot get an MRI because of it. Offered and sent email with MRI information. Redirected to their doctor.